Event description:
The patient with this pacemaker experienced a syncopal episode. This patient experienced bradycardia. The device was found to be in safety mode; because of this, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
The patient with this pacemaker experienced a syncopal episode. The device was found to be in safety mode; because of this, the device was explanted and replaced. No additional adverse patient effects were reported.